Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted right ventricular (rv) lead was explanted and replaced for another rv lead with the same model due to loss of capture (loc). Other than the procedure, no additional adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks were in the wrong location on the terminal pin, more proximal than expected, almost at the end. This points to the lead being improperly inserted into the device header when the set screw was tightened down. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing found improper insertion depth. The observation is not deemed to indicate a product defect or malfunction. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted right ventricular (rv) lead was explanted and replaced for another rv lead with the same model due to loss of capture (loc). Other than the procedure, no additional adverse patient effects were reported. This rv lead was already returned to boston scientific, but further analysis has not yet been completed.